Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the ventrio. It is alleged that the patient sustained injuries on (B)(6) 2013 and (B)(6) 2017. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2012) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d3, d4 (UDI no, catalog no, lot no, expiry date), d.6b, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the ventrio. It is alleged that the patient sustained injuries on (B)(6) 2013 and (B)(6) 2017. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 ¿ patient was diagnosed with two ventral hernia thereby underwent open repair with the implant of ventrio mesh. Per op notes, ¿the defect at colostomy site was visualized. A ventrio mesh was placed positioned in subfascial and secured circumferentially using sutures.¿ (B)(6) 2013 ¿ patient was diagnosed with recurrent incisional hernia in midline from previous colostomy site thereby underwent open repair with the removal of mesh. Per op notes, ¿the mesh and hernia sac were dissected free. Adhesions were lysed. The old mesh was removed. The hernia was closed using sutures. A bioprosthetic mesh placed underlay and fascia was laid top of mesh using sutures.¿ (B)(6) 2016 ¿ patient was diagnosed with abdominal wound cellulitis thereby underwent debridement of abdominal wound and sutures. (B)(6) 2017 ¿ patient was diagnosed with infected abdominal wound; stitch abscess thereby underwent open repair with the removal of sutures.